Event description:
It was reported that the guidewire broke and stretched inside the catheter during removal. No pt injury reported.

Manufacturer narrative:
The guidewire was returned with the core wire in two broken segments. Analysis of the break point showed the failure of the core wire occurred due to fatigue (cyclic loading). (B)(4).